Event description:
Boston scientific received information that this patient was brought to the emergency room for symptoms of pain and discomfort. After having chest x-ray and echogram the result showed potential microperforation. The physician was opting to monitor the patient for now. There were no allegations against the device functionality. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.